Manufacturer narrative:
The qa lab received 2 test strips. One strip read "hi" and the other read 172 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer alleged that he received a control test result that was high, out of specification. While troubleshooting, the customer performed control tests. The control test results fell within the normal control range, so the complaint was not reported. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.